Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint could not be confirmed. The root cause could not be determined via data. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.